Manufacturer narrative:
No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
Material no: unknown (provided 3805396), batch no: unknown (provided 20201222). It was reported that provider was doing a bone marrow biopsy when the jamshidi needle handle broke off the needle, leaving an instrument m the patients back. Verbatim: describe the event or problem: provider was doing a bone marrow biopsy when the jamshidi needle handle broke off the needle, leaving an instrument m the patients back. The provider needed to manually extract the needle - putting both himself and the patient at risk of injury. A different device was obtained, and the procedure was completed, requiring a second puncture of skin and bone for this patient. What was the original intended procedure? : bone marrow aspiration procedure what problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do;

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: physical samples were received by our quality team for investigation. Upon visual inspection, it was observed that this product is from trapsystem and is not manufactured at this location; therefore, the reported failure mode was not confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Event description:
It was reported that provider was doing a bone marrow biopsy when the jamshidi needle handle broke off the needle, leaving an instrument m the patients back. Verbatim: per customers response on 05/20//2021. What was the procedure that was being performed? Bone marrow aspiration. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Yes, the jamshidi needle handle broke off the needle staying in the patient¿s back. It was manually removed by the provider putting both the provider and the patient at risk for injury. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No, entire piece was removed. What was the patient¿s outcome? A different device was obtained and the procedure was completed, requiring a second puncture of skin and bone of the patient. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? I will enquire as to the status of this equipment. Please send a shipping label/box for shipping back. Do you have the lot number? 20201222. Do you have photos of the reported issue on the instrument? No. Describe the event or problem: provider was doing a bone marrow biopsy when the jamshidi needle handle broke off the needle, leaving an instrument m the patients back. The provider needed to manually extract the needle - putting both himself and the patient at risk of injury. A different device was obtained, and the procedure was completed, requiring a second puncture of skin and bone for this patient. What was the original intended procedure? : bone marrow aspiration procedure what problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do.